Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed for green, yellow, blue lines flickering on the image but for the event the image is double, the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the charged coupled device is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction for the reproduceable customer allegation: the charged coupled device is broken and therefore the image is purple, green, yellow, blue lines flickering on the image. And regarding the customer allegation: image is double, the cause was no problem found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device had green, yellow, blue lines flickering on the image and the image is double. The event occurred during set up / inspection for use. There were no reports of patient involvement.